Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments, however, analysis did find that the upper and lower cases were broken, the battery release, battery drawer and heart lead flex were contaminated, the ring and side bail covers were broken, the lead flex cover and battery flex were corroded and the battery contacts were compressed and contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the unit shut off while connected to a patient. No patient complications were reported as a result of this event.